Manufacturer narrative:
Additional information was received stating that manual and mechanical ventilation modes were working. The system was calibrated. This was not a reportable malfunction.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun

Event description:
The hospital reported that in self-test mode, an error message is displayed stating that the bellows can't be emptied. There was no report of patient involvement.